Event description:
A malfunction alarm with code malf 12 and fault ID 0x2071 was reported by the customer. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. The customer experienced the malfunction three times and was advised by technical support to switch to a manual daily insulin routine as a backup therapy while waiting for a replacement pump. The customer was instructed on how to set the pump in storage mode and agreed to return it using a pre-paid label.